Manufacturer narrative:
A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an insulation anomaly. The lead was capped and replaced.